Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was informed that pump was included in field correction, and support completed required form on customer¿s behalf, provided reset instructions, and assisted with successful pump reset; malfunction did not recur, customer was advised to continue using pump and to call back if malfunction returned, and customer acknowledged and understood instructions.